Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was leaking the following information was received by the initial reporter with the following verbatim: this sers in question came from cleveland heights. The j-loops lot 24029098 were leaking during cts when injected under pressure. They would hand-flush and infuse without complication in the ed, but the pressure from the contrast injector would cause them to leak at the hub that connects to the actual piv.

Manufacturer narrative:
It was reported by customer that the j-loops were leaking during cts when injected under pressure. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model: mp5303-c, lot number: 24029098 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.